Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided photos for evaluation. The report of a kinked guide wire was confirmed through the photos as it revealed kinking/bending of the guide wire body and creasing of the packaging. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire. Do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a guide wire kinked in the package was confirmed by visual inspection of the customer supplied photos. The guide wire, protective tubing, and packaging were kinked/creased. This is consistent with damage caused by shipping and handling. The words "do not bend" are printed on the front of the lidstock for this product. A device history record review was performed, and no relevant findings were identified to suggest a manufacturing issue. Based on these circumstances, storage and shipping likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " during our labeling process it was discovered seven units that were bent." There was no patient involvement. Associated MDR numbers include: 3006425876-2024-00884, 3006425876-2024-00898, 3006425876-2024-00897, 3006425876-2024-00896, 3006425876-2024-00895, 3006425876-2024-00894.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " during our labeling process it was discovered seven units that were bent." There was no patient involvement. Associated MDR numbers include: 3006425876-2024-00884, 3006425876-2024-00898, 3006425876-2024-00897, 3006425876-2024-00896, 3006425876-2024-00895, 3006425876-2024-00894, 3006425876-2024-00893